Event description:
It was reported that pump is alarming cassette, occlusion out. The issue was observed while checking the device at their workshop. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was received for evaluation. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer's reported problem. The cause of the problem was a defective dso sensor. In order to fix the issue, the dso sensor/seal were replaced.